Event description:
At about 4 months from primary, the patient came in reporting pain due to a dislocation of the head from the liner and the cause is unknown. The surgeon revised the head and liner and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 06-06-2025 lot 2400003: (B)(4) items manufactured and released on 23-01-2024 expiration date: 2029-01-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Other device involved: liner: impact 01.32.3241hcat hooded pe hc liner ø32/d (k103721) lot 2100153: (B)(4) items manufactured and released on 04-03-2021 expiration date: 2026-02-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.